Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a battery failed error message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was observed that the battery was recently been replaced. The rse recommended onsite repair and battery replacement. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6).

Manufacturer narrative:
When the nurse turned on the device which is before use on a patient (pre-use), an alarm indicated a battery issue. A medical engineering staff inspected the battery alarm. There was a yellow alert, but using ac power wasn't affected. To ensure safety and prevent further issues, they replaced the ventilator. No adverse outcomes occurred. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response received 20apr2025, it has been confirmed that the battery is out of stock, preventing the repair to take place. There is no scheduled date for spare parts restocking. The battery replacement has been ordered to resolve the reported issue. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. The investigation concludes that no further action is required at this time.